Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The following data was inadvertently omitted from the initial submission: on (B)(6) 2011. Product surveillance spoke with the caregiver (cg) who stated that the home patient drained into the heater bag and filled from another bag not on the heater plate. The cg stated that after starting over with new supplies, no further issues were found. The cg confirmed there was no patient injury or medical intervention. The cg stated this was an isolated event. Corrected data: no sample was available for evaluation. Additional information: this report was not confirmed. The patient connected the heater and supply solution bags incorrectly. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver contacted global technical services regarding a home patient (hp) filling with cold solution on the homechoice (hc). The cg stated, the therapy was in dwell 1 of 4. The cg stated that the hp was drained and that the heater bag had swelled. The technical service representative (tsr) advised that the only way would be from bypassing the 1st fill. The cg confirmed that the first fill was not bypassed. The tsr instructed the cg to start again with new supplies. The tsr further assisted the cg with setup and with test fill. The cg stated, the hp filled with 105 ml and drained 2789 ml. The tsr then advised the cg that it was safe to moved to the fill cycle on the hc. There was no report of patient injury or medical intervention.